Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was synovitis, with a large amount of fluid that showed synovial thickening, pseudocapsular formation and accumulation of debris suggestive of reaction due to hypersensitivity to metal (metallosis). There was an area of possible osteolysis on the medial border of the femoral stem. Inguinal hernia with adipose content. Sclerotic focus on the iliac visible from previous radiographs. Doi: (B)(6) 2009. Dor: (B)(6) 2019 . Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : per wi-3430, it has been determined that should additional reports be identified for the alleged adverse symptoms and the product code reported, a device history record (DHR) review is not required. Therefore, a complaint database search and/or device manufacturing review will not be performed for the reported product associated with this investigation.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Facts alleged and reported by the applicant the patient has bilateral hip osteoarthritis. The patient underwent surgery for the placement of a hip replacement. The intervention consisted of a bilateral hip replacement. The surgical intervention was performed and the prosthesis placed was made by j&j. In 2019, the patient began to experience hip pain and an MRI was performed. The result of the MRI was a synovitis supposedly caused by a loosening of the prosthesis in place. The diagnosis would have been qualified as metallosis. The patient underwent surgery to replace the prosthesis. This new intervention was also performed in the same previous hospital and a new prosthesis also from j&j would have been placed. The intervening physician in both surgeries was the same. Economic request: the patient's claim is compensation for damages caused by the replacement of prostheses and is (B)(6) plus costs. The patient explained that his claim is made up of the items: medical and pharmacy expenses (prosthetics); psychophysical disability; loss of profit; emergent damage (psychological treatment); and moral damage. Mediation procedure: a new hearing date was set. The patient's attorney agreed to send us the medical history. As soon as we receive it, we will send it to you.